Event description:
It was reported that a 30-year-old caucasian female patient underwent a breast augmentation revision surgery with 425cc mentor memorygel breast implants. Post-operatively, the patient experienced intermittent pain and malposition associated with the left breast. Additionally, the patient desired larger breast implants. Upon explanting the devices, a rupture of the left implant was discovered. There were no reported patient consequences or procedural delays due to the rupture that was discovered during the revision surgery. The patient underwent removal and replacement with sientra implants on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 27, 2022, mentor became aware that the patient did not experience capsular contracture, which was reported in the previous supplemental report. The patient's complication of capsular contracture occurred as a reaction to her sientra implant replacement device. As such, capsular contracture has been removed and breast pain has been added to this file. Manufacturer's reference number: (B)(4). H6 health effect clinical code has been populated with e1402 breast discomfort/pain and e2303 capsular contracture has been removed from this field.

Manufacturer narrative:
On september 23, 2022, mentor became aware that information was inadvertently omitted from the first supplemental report. Additional information was received that indicated that the patient experienced baker grade iii capsular contracture. As such, breast pain was removed and replaced with capsular contracture. Manufacturer¿s reference number: (B)(4). In the first supplemental report, h6 health effect clinical code should have been populated with code e2303 capsular contracture, as mentor was provided with an updated diagnosis.

Manufacturer narrative:
On september 03, 2022, mentor completed a visual inspection of the returned device. Evaluation summary: visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view extending to the posterior view. In addition, a tear was noted on the posterior view within the crease measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).